Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The history files was investigated by the local technician in (B)(6). "Due to the local technician, that it is the operator who entered wrongly in the pump, the technician says that there is nothing wrong with the pump. He also made a flowtest. That is why we haven't requested for the pump for examination." Bbm (B)(4) also investigated the history files. The device history files were analyzed. The infusion was started with a rate of 158ml/h and a volume of 108ml. 41 minutes later the infusion was finished the customer did not start a infusion about 60 minutes. The customer selected the wrong volume. (108ml instead of 158ml). No other abnormalities were found. The complaint could not be confirmed. The customer selected the wrong volume. (108ml instead of 158ml). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): according to the customer: "underinfusion." "Dose: cyclophosphamide over 1 hour. Starts 09.30 at a rate of 158 ml / h over 60 min at 10.40 see the quantity required is not deducted at all. Here should the infusion be complete. It has been checked for proper closing of the clamping screw on the infusion set. The pump says it has administered 111 ml, which will say the whole bag minus rinse. This is not the case. There is a minimum of 70-80 ml left. Pump is replaced and it runs smoothly."